Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead had high and unstable thresholds. It was determined the patient had a perforation and experienced pain due to the perforation. Both leads were explanted and replaced. No further patient complications have been reported as a result of this event.